Manufacturer narrative:
Product analysis: the lower shaft of the instrument is broken, lower shaft is fractured at the pivot pin, and the tip is bent downward. The above observations are consistent with bend stress overload.

Event description:
It was reported that patient underwent microdiscectomy due to lumbar spondylosis. Intra-op, up-biting pituitary was not closing completely. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.